Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right superficial femoral artery. After a guidewire passed through the lesion, a 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.